Manufacturer narrative:
On 24th november 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation.a review of the data management system (dms) showed variable glucose data with occasional sg/bg mismatch. A review of the in-vivo data showed a declining signal across all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel, which most likely contributed to the inaccuracies observed by the user. Confirming a sensor malfunction would require testing of the returned device; however, as of the complaint closure, the sensor had not been returned to senseonics and system review in dms confirmed that the user is still actively using the system. B4.date of this report 22 feb 2026. G3.date received by the manufacturer? 22 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.